Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was over 500 mg/dl, 222 mg/dl and 180 mg/dl. The customer had been using the insulin pump within 48 hours of high blood glucose level. The customer treated high blood glucose level with manual shots and changed the infusion set. The insulin pump was on auto mode at the time of incident. The customer alleged the insulin pump for under delivery because the blood glucose level was not going down. The insulin pump will not be returned for analysis.